Event description:
It was reported to covidien on 10/09/2009, that a customer had an issue with a hemodialysis catheter. The customer reports the pt had a catheter placed (B) (6) 2009. At the 4th dialysis treatment, approx 12-15 mins into procedure, the pt had a respiratory arrest. A temporary femoral catheter was later placed, with a non-heparinized catheter then placed at an unk later date. The customer is questioning delayed hypersensivity to the heparin on the catheter.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.